Event description:
Sometime in june 1998, an angio-seal device was inserted in a patient following a diagnostic turned percutaneous transluminal coronary angioplasty procedure. Hemostasis was not achieved with the device, and manual pressure was used to control the bleeding. On 06/26/1998 the patient was diagnosed as having a large infected pseudoaneurysm. The patient was taken to surgery where the vessel was repaired. The patient was noted to be in satisfactory condition at the time of the report to the manufacturer on 08/10/1998. As of 09/04/1998 there has been no further report to the manufacturer of complication or patient sequelae.